Manufacturer narrative:
(B)(4). Date sent: 7/24/2024. D4: batch # 828c05. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with two ecr60g reloads(b, c), one cecr60g reload(d), one ecr60b reload(e), two gst60b reloads(f,g), three ecr60d reloads(h,I,j) present. All the reloads were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 828c05, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e23100020, and no non-conformances were identified. Fg date of mfg:2023-10-10;fg expiration date: 2026-10-09. A manufacturing record evaluation was performed for the device lot e23100002, and no non-conformances were identified. Fg date of mfg:2023-09-22;fg expiration date: 2026-09-21.

Manufacturer narrative:
(B)(4) date sent: 6/27/2024 d4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. How was the bleeding controlled? Suture sewing 2. How much blood was lost (ml)? Unknown. Not much 3. Did the patient require a transfusion? No 4. Could you please clarify if there were any patient consequences? No 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the operation of segmentectomy, 9 reloads had malformed and oozing issue. Used suture sewing to complete the surgery.